Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's re-activation went well. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced device migration. On (B)(6) 2018, the recipient underwent repositioning surgery. The recipient is healing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
The recipient reportedly experienced device migration. On (B)(6) 2018, the recipient underwent repositioning surgery. The recipient is healing well.